Event description:
It was reported that the patient had a loss of coverage of the pain area. Reprogramming was attempted. There were increased impedances identified in contacts which were not used for stimulation. On (B)(6) 2022, it was decided to replace and reposition the lead on (B)(6) 2022. Good coverage was obtain during intraoperative testing. During initial programming on (B)(6) 2022, it was noted that it was difficult to obtain good coverage during initial programming. The patient requested reprogramming on (B)(6) 2022, however there was inadequate coverage of the painful area. A further programming session is to be organized.

Manufacturer narrative:
As instructed by the FDA, note, this is the first production report and the report is late due to the enrollment process.